Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/reporter, the patient¿s father, contacted lifescan to report the onetouch ultramini meter would power off during use. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. The reporter noted that since (B)(6) 2014, the reported meter would power off during use. The reporter did provide meter readings the patient obtained, therefore, the power issue may have been intermittent. The patient reported obtaining the blood glucose readings of 305 mg/dl, 250 mg/dl and ¿hi mg/dl¿ (greater than 600 mg/dl) on the reported meter. The patient experienced no symptoms of high or low blood glucose levels. On (B)(6) 2014, the patient transported to the emergency room and admitted to the hospital until (B)(6) 2014. During her hospital stay, the patient was treated intravenously with insulin, glucose and fluids. Troubleshooting revealed this was not a new meter, there had been no misuse of the product, and the battery did not need to be replaced. The power issue was not resolved. The meter and test strips were replaced. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia after the meter power issue occurred, the meter power issue may have contributed to a delay in treatment, and the patient received emergency medical attention and hospitalization. Therefore this complaint is being reported.